Event description:
Additional information was provided that a revision procedure was performed, during which, it was discovered that the rv setscrew was not tightened down. It was noted that after the setscrew was tightened, all lead measurements were normal.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this newly implanted transvenous defibrillation lead exhibited high right ventricular (rv) impedances of greater than 2,000 ohms and high pacing thresholds during the predischarge check. Technical services (ts) discussed potential causes for the observed issues. It was noted that this would be investigated further. No adverse patient effects were reported.